Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse from (B)(6) intensive care unit reported via phone call of customer's second hospitalization for diabetic ketoacidosis. The nurse wishes to troubleshoot to ensure pump is functioning as designed. The customer's blood glucose level at the time of incident was 462mg/dl. The customer's most current level was 114mg/dl. The customer states they changed set and inserted but did not turn pump on or initiate pump to start, causing their blood glucose levels to run high. Troubleshoot was conducted. The device was found to be operating as designed. The customer was advised to conduct set change, monitor their blood glucose levels, and contact their healthcare provider regarding unexplained high blood glucose levels.